Event description:
It was reported that the programmer incurred an error when turning on with the radiofrequency (rf) head over the device. The programmer was rebooted and the error no longer appeared. The programmer remains in service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.